Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2020 due to hyperglycemia with blood glucose level of 700 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with insulin pump. Customer experienced symptoms such as vomiting and nausea. Customer stated that insulin pump did allege under delivery due to insulin flow block. The reservoir will not be returned for analysis.